Event description:
It was reported that a malfunction occurred with the pump, identified by the code "malf 16." There was no information provided regarding the impact on the customer¿s blood glucose levels. As corrective action, a replacement pump was arranged by technical support, and the customer planned to use a backup insulin pump to maintain insulin delivery. The customer was also instructed on how to put the malfunctioning pump into storage mode and return it within 10 days using a pre-paid label.